Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked and the pump was powering down. It was noted that the battery cap was not securing to the pump well. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/31/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings: a review of the pump history showed no evidence of power reboots occurring. Evaluation revealed that the battery compartment was cracked and the battery compartment threads were damaged. The battery cap was not able to be secured properly to the pump due to the battery cap threads being damaged. The battery cap was able to be secured enough to complete testing. No power losses occurred during testing. The pump was exercised for 24 hours with no reboots, power losses, or call service alarms occurring. The pump case was removed and no evidence of loose components or moisture was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, the pump¿s vibrations were not functioning. An external power supply was attached to the vibration motor and the motor was unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).